Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported since using safe-t-pro plus lancet devices her fingers were swelled up and infected, had black dots. She thinks pieces of the needle were left in her finger. She tried to remove them with a tweezer, but nothing was found in the finger. Eventually the black spots disappeared. No adverse event reported. A request was sent for the return of the remaining lancet devices.